Manufacturer narrative:
This follow-up report is being submitted to relay additional information: neither the device previously reported in this medwatch nor similar devices are registered in the therefore, this MDR is obsolete. Please invalidate the case from your system.zimmer¿s reference number of this file is (B)(4).

Event description:
Investigation completed. Neither device itself nor similar device are registered in the us.

Manufacturer narrative:
The manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting additional information was sent. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to pain and implant fracture.

Manufacturer narrative:
Additional information which was received on (B)(6) 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: b5, d1, d2, d4, d6, h6. Corrections: b4, e1, g4, g7, h10. The manufacturer received cover letter from surgeon, surgical reports, email from sales rep and 6 cs's with x-rays for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient was implanted on right side and revised due to dislocation and fracture of the pe inlay. There was a rubbing metallic sound coming from the shoulder joint. And rotator cuff insufficiency.